Manufacturer narrative:
(B)(4). The reporter's phone number was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that at the beginning of the surgical procedure, it was observed that the drill bit device would not spin while being used with the minimal access drive attachment device, when the foot pedal was depressed. It was unknown if there were any delays to the surgical procedure or is a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. During service and evaluation, it was determined that the minimal access drive device core was jumping when the device was running, the device operated intermittently and the mid and back assemblies were damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.